Event description:
It was reported that the right atrial lead was not functional and the implantable defibrillator had failed to deliver high voltage therapy. A procedure was performed to cap and replace the lead as well as the device on (B)(6) 2017. No addition information was reported.

Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed the device was above the elective replacement indicator when received. The cause of the field event remains undetermined.